Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: foggy colors not correct. Root cause: the cable was most likely cut with a sharp object at the customer's facility.

Event description:
It was reported that the moisture could not be wiped away, resulting in an unclear image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the moisture could not be wiped away, resulting in an unclear image.